Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain/ severe right side') and salpingitis ('tubal infection/fallopian tube infection') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included asthma, endometriosis, gravida I, spotting vaginal, abdominal pain lower, nausea, diarrhea, chest pain, cardiac ablation, vaginal yeast infection, swelling nos, breast pain and pharyngitis. Previously administered products included for an unreported indication: implanon from (B)(6) 2014 to (B)(6) 2014 and progestin from 2009 to 2011. Concurrent conditions included internal carotid aneurysm, connective tissue disorder, burning sensation, tearing eyes, dysuria, xerostomia, parity 1, heart disease, unspecified, supraventricular tachycardia, av nodal tachycardia, coronary artery disease, mitral incompetence, myocardial infarction, heart murmur, sunburn, gerd, appendectomy, abdominal distension, dizziness, weakness, ovarian cyst ruptured, hemoperitoneum, acute blood loss anemia, connective tissue disorder, decreased appetite, cyst, ganglion cyst, vaginal itching, hives, anaphylaxis, amenorrhea, shortness of breath, therapeutic ovarian suppression and sleep disturbance. Concomitant products included acetylsalicylic acid (aspirin (cardio)) since (B)(6) 2014, cetirizine hydrochloride (zyrtec) since november 2014, diphenhydramine hydrochloride since (B)(6) 2014, metoprolol tartrate since (B)(6) 2014 and mirtazapine since 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2014, the patient experienced genital haemorrhage ("plaintiff claimed abnormal bleeding (general)") and internal haemorrhage ("abnormal bleeding: internal hemorrhage due to cysts"). In (B)(6) 2017, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") and systemic lupus erythematosus rash ("rashes or skin conditions type: lupus rash,"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6)2017, the patient experienced abdominal infection ("infection (other) describe: abdominal"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods),"), allergy to metals ("nickel allergy"), psychological trauma ("psychiatric problems condition: panic disorder related to trauma"), fatigue ("fatigue,"), headache ("headaches,"), ovarian cyst ("ovarian cyst"), back pain ("back pain"), migraine ("migraines / headaches"), adnexa uteri pain ("pain ovaries/ fallopian tube"), incision site pain ("incision pain"), pain ("horrendous body aches"), pyrexia ("sudden high fever"), abdominal bloating ("massive abdominal bloating"), peritonitis ("peritonitis"), swollen abdomen ("swollen and abdomen hurt") and presyncope ("I almost pass out trying to walk") and was found to have neoplasm ("tumors,") and weight increased ("weight gain,"). The patient was treated with surgery (salpingectomy (unilateral),oophorectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, genital haemorrhage, systemic lupus erythematosus rash, internal haemorrhage and adnexa uteri pain had resolved, the systemic lupus erythematosus, allergy to metals, migraine and incision site pain was resolving and the neoplasm, psychological trauma, fatigue, alopecia, headache, weight increased, abdominal infection, ovarian cyst and back pain outcome was unknown. The reporter considered abdominal bloating, abdominal infection, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incision site pain, internal haemorrhage, menorrhagia, metrorrhagia, migraine, neoplasm, ovarian cyst, pain, pelvic pain, peritonitis, presyncope, psychological trauma, pyrexia, salpingitis, systemic lupus erythematosus, systemic lupus erythematosus rash, weight increased and swollen abdomen to be related to essure. The reporter commented: she received treatment for chronic pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),nickel - diagnosed post-essure, psych injury, fatigue, hair loss, headaches, tumors, weight gain, abdominal infection & ovarian cyst discrepancy noted for date of removal: (B)(6) 2017 and (B)(6) 2014 coils were visualized in the fallopian tube only as the endometrium was thickened, preventing visualizing of trailing coils into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2016: impression: probable hemorrhagic corpus luteum cyst on the right, nonspecific small volume endometrial fluid, no abnormal free fluid in the pelvis. Clinical impression: rlq abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added, event salpingitis, general body pain, fever, abdominal bloating, peritonitis, swollen abdomen and presyncope was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain/ severe right side') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included asthma, endometriosis, gravida I, spotting vaginal, abdominal pain lower, nausea, diarrhea, chest pain, cardiac ablation, vaginal yeast infection, swelling, breast pain and pharyngitis. Previously administered products included for an unreported indication: implanon from (B)(6)2014 to (B)(6)2014 and progestin from 2009 to 2011. Concurrent conditions included internal carotid aneurysm, connective tissue disorder, burning sensation, tearing eyes, dysuria, xerostomia, parity 1, heart disease, unspecified, supraventricular tachycardia, av nodal tachycardia, coronary artery disease, mitral incompetence, myocardial infarction, heart murmur, sunburn, gerd, appendectomy, abdominal distension, dizziness, weakness, ovarian cyst ruptured, hemoperitoneum, acute blood loss anemia, connective tissue disorder, decreased appetite, cyst, ganglion cyst, vaginal itching, hives, anaphylaxis, amenorrhea, shortness of breath, therapeutic ovarian suppression and sleep disturbance. Concomitant products included acetylsalicylic acid (aspirin (cardio)) since (B)(6)2014, cetirizine hydrochloride (zyrtec) since (B)(6)2014, diphenhydramine hydrochloride since (B)(6)2014, metoprolol tartrate since (B)(6)2014 and mirtazapine since 2012. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6)2014, the patient experienced genital haemorrhage ("plaintiff claimed abnormal bleeding (general)") and internal haemorrhage ("abnormal bleeding: internal hemorrhage due to cysts"). In (B)(6)2017, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") and systemic lupus erythematosus rash ("rashes or skin conditions type: lupus rash,"). In (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2017, the patient experienced alopecia ("hair loss"). On (B)(6)2017, the patient experienced abdominal infection ("infection (other) describe: abdominal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods),"), allergy to metals ("nickel allergy"), psychological trauma ("psychiatric problems condition: panic disorder related to trauma"), fatigue ("fatigue,"), headache ("headaches,"), ovarian cyst ("ovarian cyst"), back pain ("back pain"), migraine ("migraines / headaches"), adnexa uteri pain ("pain ovaries/ fallopian tube") and incision site pain ("incision pain") and was found to have neoplasm ("tumors,") and weight increased ("weight gain,"). The patient was treated with surgery (salpingectomy (unilateral),oophorectomy (bilateral). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, genital haemorrhage, systemic lupus erythematosus rash, internal haemorrhage and adnexa uteri pain had resolved, the systemic lupus erythematosus, allergy to metals, migraine and incision site pain was resolving and the neoplasm, psychological trauma, fatigue, alopecia, headache, weight increased, abdominal infection, ovarian cyst and back pain outcome was unknown. The reporter considered abdominal infection, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incision site pain, internal haemorrhage, menorrhagia, metrorrhagia, migraine, neoplasm, ovarian cyst, pelvic pain, psychological trauma, systemic lupus erythematosus, systemic lupus erythematosus rash and weight increased to be related to essure. The reporter commented: she received treatment for chronic pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),nickel - diagnosed post-essure, psych injury, fatigue, hair loss, headaches, tumors, weight gain, abdominal infection & ovarian cyst discrepancy noted for date of removal: (B)(6)2017 and (B)(6)2014 coils were visualized in the fallopian tube only as the endometrium was thickened, preventing visualizing of trailing coils into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6)2014: negative. Ultrasound pelvis - on (B)(6)2016: impression: 1. Probable hemorrhagic corpus luteum cyst on the right. 2. Nonspecific small volume endometrial fluid. 3. No abnormal free fluid in the pelvis. Clinical impression: rlq abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs and mr received. New reporter added, plaintiff's information updated. Date of removal updated. New events plaintiff claimed abnormal bleeding (general), rashes or skin conditions type: lupus rash, migraines / headaches, abnormal bleeding: internal hemorrhage due to cysts, pain ovaries/ fallopian tube, incision pain were added. Medical history concomitant conditions and drugs were added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods),"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("fatigue,"), alopecia ("hair loss"), headache ("headaches,"), abdominal infection ("abdominal infection"), ovarian cyst ("ovarian cyst") and back pain ("back pain") and was found to have neoplasm ("tumors,") and weight increased ("weight gain,"). The patient was treated with surgery (salpingectomy (unilateral),oophorectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia had resolved and the systemic lupus erythematosus, neoplasm, allergy to metals, psychological trauma, fatigue, alopecia, headache, weight increased, abdominal infection, ovarian cyst and back pain outcome was unknown. The reporter considered abdominal infection, abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, neoplasm, ovarian cyst, pelvic pain, psychological trauma, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: she received treatment for chronic pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),nickel - diagnosed post-essure, psych injury, fatigue, hair loss, headaches, tumors, weight gain, abdominal infection & ovarian cyst quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was replaced with chronic pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),nickel - diagnosed post-essure, psych injury, fatigue, hair loss, headaches, tumors, weight gain, abdominal infection & ovarian cyst, lupus, plaintiff did not undergone essure confirmation test added.